Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the cartridge was being filled, insulin began to leak out of the patient line. Additionally, insulin leaked out of the side of the cartridge. A new cartridge was successfully loaded to address the event. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. Additionally, a different issue was identified; however, no failure was identified.